Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reports his first ins was replaced because stopped taking a charge and wouldn't work they took out battery and put new one in which is working great. Pt did not provide further information.